Manufacturer narrative:
On (B)(6) 2021, mentor became aware regarding the device information, and date of implant. Hence, the following fields have been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant" - field d4 for catalog number has been updated to "3545507" - field d4 for lot number has been updated to "71731" - field d4 for unique identifier( UDI) has been updated to (B)(4).- date of implant under field d6a has been updated to (B)(6) 1993 a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture, right capsular contracture; baker grade unknown, and generalized illness symptoms including migraines, muscle body aches, dry eyes, sleeplessness, and feeling lethargic. (B)(4).

Event description:
It was reported that a caucasian female patient of an unknown age underwent revision breast augmentation with an unknown size unknown gel implants on both sides and experienced bilateral breast implant rupture, bilateral capsular contracture; baker grade unknown, and generalized illness symtoms including migraines, muscle body aches, dry eyes, sleeplessness, and feeling lethargic. As a result, the patient underwent bilateral explantation and replacement with catalog number 3505750bc; serial number (B)(4) on the left side, and with catalog number 3505750bc; serial number (B)(4) on the right side on (B)(6) 2014. This report is for the patient¿s right-sided device.